Event description:
It was reported by the company representative that after the distraction was completed successfully, the patient experienced infection at the posterior port where distractor was activated. Additional surgery was completed to assist with resolving of infection. No other information is known at this time.

Manufacturer narrative:
The reported event could not be confirmed. Due to the nature of the complaint, no visual, functional or dimensional inspections were performed. This report is based on received information only. For infection complaints, expanded investigations are performed to assure that neither the complained device nor all related manufacturing process steps have caused or contributed to the reported event. All results were documented within the ¿infection complaints - checklist investigator¿ (cmfqf 13-002). No discrepancies were found. To gain more information about the complained event the ¿infection complaints checklist customer¿ (cmfqf 13-003) was forwarded to the sales rep. It was assumed that the stryker device could be the reason for the infection because it was implanted near the open port that was infected.infection is a known adverse event related to this procedure. In general, infections, foreign body reactions and inflammations following the insertion of implants are well known adverse events associated with these procedures. They are well documented in the instruction for use and have been considered in the risk evaluation of the relevant stryker product. This type of adverse event may rather be clinically related than implant related. Overall, the benefits of this product to the patient were found to outweigh the possible occurrence of inflammations. Therefore, inflammations at implant sites are considered a risk which is induced by the procedure but does not exceed the benefits involved. Furthermore, the reported event was discussed with the related r&d engineer. Because of the surgeon put a red rubber catheter over the distractor to help ensure port remains open to allow drainage, there might be the chance that the infection organism came through the open skin. Indications for a design, material or manufacturing related issue could not be found in the investigation. H3 other text : implanted.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the company representative that after the distraction was completed successfully, the patient experienced infection at the posterior port where distractor was activated. Additional surgery was completed to assist with resolving of infection. No other information is known at this time.